Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) intermittent telemetry due to loose rf (radio frequency) connector.

Event description:
It was reported there is a problem with the connector where the wand plugs in. The programmer was returned for repair. No patient involvement or complications have been reported.